Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier would not release after applying the clip. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to fail the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not release the clip as commanded. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis found additional observation not reported by the site: the instrument was found to have a bent grip and the tip does not align with the other grip.